Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since no problem occurred after cleaning the output connector of the light source device using maj-2087, the scope was found to have foreign matter on the electrical contacts of the output connector of clv-190. The probable cause is likely that b30 occurred due to a temporary abnormality in communication.

Manufacturer narrative:
In troubleshooting the issue with olympus technical support via the phone, the user had the tower off when connecting the scope. The contacts on the scope were cleaned and dry prior to being plugged into the clv-190. When the clv-190 was powered on, the b30 scope communication occurred. The user pushed the scope in, and the error went away. Technical support reviewed with the user on how to secure both ends of the digital light source cable and recommended purchasing the maj-2087 light source socket cleaning kit. The maj-2087 instructions for use and technical support faqs which reviews the b30 error and cleaning the light socket, were emailed to the user. Upon follow-up, the user stated the kit was on backorder, therefore someone had come out and cleaned the console, which resolved the issue. The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that there was a b30 scope communication error when the esophagogastroduodenoscopy (egd) scope was connected to the evis exera iii xenon light source. No patient involvement reported.